Event description:
It was reported to philips that the device's internal paddles need replacement. There was no patient involvement.

Manufacturer narrative:
Additional info: b5, device code and results code updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's internal paddles are broken and need replacement. There was no patient involvement.